Event description:
It was reported that the customer's blood glucose level displayed as "high," with an unknown specific value. Cause was not known. The customer attempted to correct the high glucose level by administering a correction bolus via the pump, and they were guided by technical support to inspect and troubleshoot the infusion site and connections. No mechanical issues were found, and the customer was advised to consult their healthcare provider for further evaluation. Supplies were to be replaced as necessary, and the customer was instructed to resume insulin use.